Manufacturer narrative:
The device was not returned as it was discarded at the site, therefore, we are unable to perform further root cause analysis. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation for cerebral aneurysm embolization, the balloon was reported to have already been ruptured and the balloon did not inflate. New device was used to treat the patient and was prepared per the instructions for use.